Event description:
During ep pacemaker change-out, doctor noticed device was sparking. Device tip possibly came into contact with the can of the pacemaker. No patient injuries.

Manufacturer narrative:
(B)(4). Eval, method: facility disposed of device. Device is not available for return and inspection. Eval, results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
No eval explain code.